Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency department with complaint of palpitations and possible diaphragmatic stimulation. Interrogation showed the left ventricular (lv) capture management measurement was outside of the expected range and greater than the programmed output. Device reprogramming had been done in response to that observation. The patient then experienced diaphragmatic stimulation after the programming changes were made earlier that day. The lv lead pacing vector was reprogrammed to eliminate phrenic nerve stimulation. Both the device and the lv lead remain in use. No further patient complications have been reported as a result of this event.